Event description:
The patient underwent tka due to ra on (B)(6) 2012. The loosening of tibial baseplate occurred 17 months after the operation. The revision surgery occurred on (B)(6) 2013. The surgeon needs the investigation of wear volume and loosening. The patient had pain. The patient could walk.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The event reports baseplate loosening and does not allege any deficiencies of the insert. The insert must be removed in order to explant the baseplate. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent tka due to ra on (B)(6) 2012. The loosening of tibial baseplate occurred 17 months after the operation. The revision surgery occurred on (B)(6) 2013. The surgeon needs the investigation of wear volume and loosening. The patient had pain. The patient could walk.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a scorpio nrg x3 ps tibial insert #5 8mm was reported. The event was not confirmed. Method & results: -device evaluation and results: "burnishing, scratching, and third-body indentations were observed on the articulating surface. These are common damage modes for uhmwpe. In addition, machining lines were observed on the articulating surface of the implant, indicating minimal to no wear exists." -medical records received and evaluation: all records were reviewed by a clinician who indicated no determination can be made with the limited medical records provided. Conclusions: the investigation concluded that the machining lines observed on the articulating surface of the implant indicates minimal to no wear exists. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient underwent tka due to ra on (B)(6) 2012. The loosening of tibial baseplate occurred 17 months after the operation. The revision surgery occurred on (B)(6) 2013. The surgeon needs the investigation of wear volume and loosening. The patient had pain. The patient could walk.